Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 261mg/dl. Troubleshooting was performed. The caller stated that the insulin pump alarmed during the manual prime process. The customer stated that she may have given herself 100 units of insulin while attempting to prime. Instructed the caller to eat a snack and to monitor her blood glucose closely. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during prime as a result of a loose drive support disk.